Event description:
On (B)(6) 2010, consumer inserted a tampon and the tip of the tampon came apart and remained inside her upon removal of the tampon. Consumer removed the remaining portion on her own. This incident happened with 3 different tampons. The consumer is planning to see a doctor to ensure any remaining pieces have been removed.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.